Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display and the device heating up. The customer changed the battery on the insulin pump and then it was not reading the battery and the pump was very hot to the touch. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the reported events. The customer reported pump was warm, hot, or overheating on the side and back of the pump. The customer did not report damage to the battery compartment, battery cap, or pump case. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. A product return for mmt-1884l was requested and the customer response was the pump will be returned.

Manufacturer narrative:
Unit passed the displacement test. Active current measurement within specifications. No unexpected heating device anomaly noted. However, unit received with high sleep current measurement due to moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul lith) and loaded voltage (loaded lith) was out of spec range. Detailed trace analysis confirm power loss alarm (battery out limit) was triggered. Backup battery unloaded or loaded voltage (ul lith) did not drop below 3.5v for consecutive 240 minutes on (B)(6) 2024 13:43:42:000 pm due to moisture damage at electronics assembly. No unexpected blank display anomaly noted. Unit received with fading serial number label and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed power loss alarm due to moisture damage on electronics assembly. However, unit was not confirmed for overheating device. No blank display anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.